Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2025, the patient had positive blood cultures for staphylococcus epidermidis and methicillin-susceptible staphylococcus epidermidis (msse) with noted implantable cardioverter-defibrillator (ICD) vegetation. The ICD was removed on (B)(6) 2025, and the patient was placed on intravenous (IV) cefazolin, then transitioned to linezolid and cefadroxil. The patient would remain on cefadroxil for life.